Event description:
The customer reported that the heart rate (hr) for a patient dropped to 30bpm; however, there were no alarms at all at the central nurse's station (cns).

Manufacturer narrative:
The customer reported that the heart rate (hr) for a patient dropped to 30bpm between 1:00pm and 1:45pm; however, there were no alarms at all at the central nurse's station (cns). When they checked the cns, it showed that the alarms were suspended. The patient experienced bradycardia for approximately 1-2 minutes, with the heart rate dropping into the 30s. It was during this time they discovered the alarms were turned off at the bedside. The patient unfortunately expired. The customer wants the logs reviewed to see if one of the nurses suspended or changed the alarms during this time frame or if something else caused the alarms to be suspended. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided:

Event description:
The customer reported that the heart rate (hr) for a patient dropped to 30bpm; however, there were no alarms at all at the central nurse's station (cns).

Manufacturer narrative:
Details of complaint: the customer reported that the heart rate (hr) for a patient dropped to 30bpm between 1:00pm and 1:45pm; however, there were no alarms at all at the central nurse's station (cns). When they checked the cns, it showed that the alarms were suspended. The patient experienced bradycardia for approximately 1-2 minutes, with the heart rate dropping into the 30s. It was during this time they discovered the alarms were turned off at the bedside. The patient unfortunately expired. The customer wants the logs reviewed to see if one of the nurses suspended or changed the alarms during this time frame or if something else caused the alarms to be suspended. Investigation summary: the customer provided the event logs. The logs were reviewed from both the cns and the g5 bedside monitor (cu-152ra sn: (B)(6)). Analysis revealed that alarms were suspended due to the comfort care mode being enabled on the g5 at 11:54:52 on (B)(6) 2025. The root cause is that comfort care was selected to be on which suspends alarms automatically. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/02/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/04/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 06/11/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H11 additional manufacturer narrative.